Event description:
It was reported that the patient presented with a pocket infection. The pacemaker and right ventricular (rv) lead were explanted by the physician and replaced with a high-voltage device and a new rv lead. The right atrial lead remained in situ. The patient's condition was not reported.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.